Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system revealed a code 1005 after an electric shock was delivered, indicating an open circuit condition. High out of range shock impedance measurements were observed after the shock was delivered. A 41j commanded shock was delivered and out of range impedances were obtained. Since the patient was considered unprotected if therapy was required, the physician opted to perform a revision procedure. The patient is reported receiving dialysis treatment, and the physician did not find vascular space to place a new lead through the vein. The decision was made to abort the procedure and close the pocket with no change in the current implantable products. It is planned to eventually deactivate tachy therapy in this crtd and implant a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. This device system remains in service. Additional information was received that the patient underwent a therapy upgrade procedure. The physician opted to deactivate tachy therapy in this crtd and leave the system implanted. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. This patient has concomitant systems. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system revealed a code 1005 after an electric shock was delivered, indicating an open circuit condition. High out of range shock impedance measurements were observed after the shock was delivered. A 41j commanded shock was delivered and out of range impedances were obtained. Since the patient was considered unprotected if therapy was required, the physician opted to perform a revision procedure. The patient is reported receiving dialysis treatment, and the physician did not find vascular space to place a new lead through the vein. The decision was made to abort the procedure and close the pocket with no change in the current implantable products. It is planned to eventually deactivate tachy therapy in this crtd and implant a subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. This device system remains in service.